Manufacturer narrative:
Method - work order search. Results - a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of white residue on the lens surface. Conclusion - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a 12.6mm micl12.6 implantable collamer lens, -13.5 diopter, was removed from the lens vial and the surgeon was preparing to load the lens. A black speck was noted on the lens and the surgeon decided not to use it. There was no patient contact and the backup lens was implanted.

Manufacturer narrative:
Based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause particulates on the lens or release of nonconforming lens. Physician report does not indicate that any adverse event or condition would have caused the complaint issue. Based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).